Event description:
It was reported that an alert was triggered due to out-of-range amplitude measurements of this right atrial (ra) lead. Additionally, atrial signals were not detected, which could indicate either far-field r wave oversensing or undersensed atrial depolarization. The clinic has been notified about the alert because the atrial tachycardia discriminators were left on, resulting in variable atrial sensing. This lead remains implanted and in service. No adverse patient effects were reported.